Event description:
Per the clinic, the patient experienced a device extrusion and infection at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.